Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, the plug of the 6f exoseal vascular closure device (vcd)was pulled out, resulting in failure to achieve hemostasis. There was no reported injury to the patient. The exoseal vcd was stored according to the instructions for use (IFU) and was prepared in accordance with IFU instructions prior to use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after the procedure, the plug of the 6f exoseal vascular closure device (vcd)was pulled out, resulting in failure to achieve hemostasis. There was no reported injury to the patient. The exoseal vcd was stored according to the instructions for use (IFU) and was prepared in accordance with IFU instructions prior to use. One non-sterile vascular closure device - 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis presence of dried blood residues along the lumen of the delivery shaft was observed. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the procedure, the plug of the 6f exoseal vascular closure device (vcd)was pulled out, resulting in failure to achieve hemostasis. There was no reported injury to the patient. The exoseal vcd was stored according to the instructions for use (IFU) and was prepared in accordance with IFU instructions prior to use. The device will be returned for evaluation.